Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to verify screen with vibration and no sound. The pump cover is removed to inspect and the pins were misaligned and not making contact with pc board. Adjusting the pins and retest for sound, the sound is turned back on and works as usual. The display screen has a dim pink and fading text. Moisture is visible in the pump main compartment during investigation of sound failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.